Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a pt. I-stat: (B)(6) 2011 7:38 initial collection (sample a). (B)(6) 2011 7:44 initial testing, 0.01 ng/ml. (B)(6) 2011 8:00 repeat testing, 0.13 ng/ml. (B)(6) 2011 8:54 90 minute collection (sample b). (B)(6) 2011 9:00 90 minute testing, <0.01 ng/ml. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).